Manufacturer narrative:
The device was received by resmed franc. A preliminary investigation of the returned device showed that the device operated normally. There was no indication that the device malfunctioned. An engineering investigation is currently in progress. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4) .

Event description:
(B)(6) .